Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. In 2001, pt's blood glucose was 239 and 50 mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.